Event description:
The contact stated the customer told her his meter was reading with a decimal point. He thought his blood glucose reading were low and did not take his insulin. It was verified the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events. She was able to reset the meter to mg/dl, and no product will be returned.